Event description:
The customer reported approximately five (5) milliliters of clear fluid, consisting of diluent and clenz solution, leaked beneath the instrument and onto the counter involving the coulter lh 780 hematology analyzer. The customer discovered a hole in pinch valve lv41 tubing but was unable to replace it. The customer had on personal protective equipment (ppe) consisting of gloves during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the fluid leak did not come from pinch valve pv41 but from the adjacent green stripe diff mixing chamber rinse tubing. The tubing was leaking near the fitting. The fse replaced the green stripe tube and the tube through pinch valve pv41 (which the customer had removed) and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specification. Beckman (B)(4).